Event description:
A caller reported encountering cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through a complete pump reset, and after the reset, the cgm error code did not appear again. The caller successfully started their sensor session without further issues.